Event description:
Hd mlc software version 7.0 may, under certain conditions, fail to assert an interlock when a discrepancy is detected between the primary and secondary leaf position monitors. Failure conditions where a position discrepancy might occur include: a damaged leaf nut, a damaged leaf drive screw, a slipping or erratic leaf motor encoder. These conditions could result in the failure of a leak to reach the planned position. A misadministration of dose to a patient could result, where the incorrect field shape is delivered, should the interlock fail to assert itself properly and inhibit beam on, or fail to assert itself properly and shut off beam. The issue was discovered internally by varian manufacturing personnel. Three similar devices have bene shipped to customers, all in the USA. Two had completed installation when the issue was discovered.